Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was detected in the tubing of a minicap transfer set. The spot was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed via the naked eye and clemex intelligent microscope and revealed loose particulate matter on the outside of the cassette tubing. Leak testing, clear passage testing, clamp function testing, and simulated use functional testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.